Event description:
When checking the bed, tech found the nurse call wasn't working on the hand pendant.

Manufacturer narrative:
Tech replaced the pendant and did a function check and the unit was working fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.